Event description:
A us distributor reported that a patient was experiencing check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to a intermittently shorted u730 component on the distribution node pca. The root cause for the shorted u730 could not be positively identified. No adverse event resulted from the damaged belt.